Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reporter was informed by a competitor rep that the surgeon was revising a primary attune. The primary knee was done by the surgeon on (B)(6) 2017 at bon secours memorial regional hospital. Surgeon stated that during revision the tibia came out with no cement on the back side of the tibia. Doi: (B)(6) 2017, dor: 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the insufficient information.